Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter and test strips (6 vials) did meet all the testing performance. The product system is functioning properly as intended. Most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. Brother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 153, 154 and 91 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot # pt2794 manufacturer's expiration date is 04/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all results. The customer's brother confirmed that the customer has not tested since (B)(6) before today.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for low blood glucose test results. Brother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 153, 154 and 91 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot # pt2794 manufacturer's expiration date is 04/23/2019 and open vial date is 10/03/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all results. The customer's brother confirmed that the customer has not tested since august before today.